Manufacturer narrative:
An event regarding infection involving an adm liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: 626-00-48g modular dual mobility insert 82691203. 709-04-62g tridentii tritanium multi 62g 96159801a. 7030-6525 6.5mm low profile hex screw 25mm uaxh. 7030-6535 6.5mm low profile hex screw 35mm xjcd. 6260-9-328 28mm +8 lfit v40 head 95929307. Unknown stem. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : not returned.

Event description:
Revised a liner/head and performed an I&d on a left hip that was originally revised on (B)(6) 2023 due to infection.